Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457445 lead implanted: 2014-(B)(6). (B)(4)

Event description:
It was reported that one day post implant of the implantable pulse generator (ipg) system, the patient complained of chest pain. Echocardiography revealed cardiac tamponade. A pericardiocentesis was performed but the bleeding was extensive and the patient died. A post-operative x-ray was performed earlier that morning prior to death and no issues were observed. It was noted that there were no issues noted during the implant procedure. MRI compatible tined leads were successfully implanted in the right atrium and right ventricle an lead diagnostics were within range. The cause of the tamponade was unknown but a lead perforation was suspected. An autopsy was not performed so a perforation could not be confirmed. No additional details are available.